Event description:
During follow-up, oversensing due to noise was noted on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. During the procedure, insulation damage was visually observed on the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and lead insulation defect were confirmed. As received, only the connector portion of the lead was received in one piece. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported events was isolated to the external insulation abrasion. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies with the exemption of procedural damages.